Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer has been experiencing no delivery and high blood glucose. The customer believes her pump is not working correctly. Customer changed her infusion set three times. The customer's blood glucose was 424mg/dl, treated with a shot. During troubleshooting, customer stated the pump alarmed no delivery.